Event description:
The laparoscopic clip applier "misfired." This has occurred a few times recently with this same brand, however not all the packaging was saved. One set was saved, and will be returned to the manufacturer for evaluation. The manufacturer has been contacted regarding this failure.